Manufacturer narrative:
(B)(4).

Event description:
It was reported that the console delivers rf without touching the footswitch. A maestro 3000 cardiac ablation system - controller was selected to treat the target lesion. It was reported that during procedure, the console delivers rf energy without even touching the footswitch. It was also further noted that the connection in the console was defective. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Visual inspection of the maesto controller noted extensive physical damage to the device. The foot switch connector was damaged and loose. Additionally, the maestro controller top cover was scratched, the bezel assembly was broken, the front panel overlay was cracked, the isolated patient connector was loose, and the tamper proof seal was broken. The damage sustained to the device was attributed to handling/physical damage. The device passed power-on self-test with no errors reported. The device also passed step 4.4.2 of the final test procedure which tests the foot switch control of rf delivery using a foot switch test fixture. An additional 15 cycles of rf delivery testing was performed with the stellartech foot switch test fixture connected to the returned maestro controller. During these tests, rf output was successfully started and terminated using the foot switch test fixture. There was no occurrence of "rf delivery without touching the foot switch." The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the console delivers rf without touching the footswitch. A maestro 3000 cardiac ablation system - controller was selected to treat the target lesion. It was reported that during procedure, the console delivers rf energy without even touching the footswitch. It was also further noted that the connection in the console was defective. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.